Event description:
It was reported that the customer had low blood glucose levels.

Manufacturer narrative:
The device has not been received for eval. Should add'l info be received , a supplemental form will be completed.